Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported air in line alarm which was not reproduced. A review of the event history log identified multiple air in line alarms. The reported condition was verified. The cause was determined to be the ultrasonic sensor as the calibration values were found below the expected range. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line but no air was visible. This occurred during testing. There was no patient involvement. No additional information is available.